Event description:
The complainant initially reported a complaint of leakage and the device was returned for evaluation. A letter was received with the returned device reporting that the patient was hospitalized for a week with possible pneumonia. Follow-up with the complainant was performed; the complainant believes that the possible pneumonia was caused by the leakage of the voice prosthesis. The complainant does not know if there was a confirmed medical diagnosis of pneumonia for the patient. Additionally, the complainant indicated that the patient was treated with a "very strong antibiotic." It was also mentioned that the treating physician advised that the patient's chest x-ray was "cloudy." Follow-up with the treating physician could not be performed because the name and contact information of the treating physician were not available.